Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.6 ml juvéderm® volift¿ with lidocaine to treat dark circles and 1.3 ml juvéderm® voluma¿ with lidocaine. Three months later, patient reported swelling in the injected areas (tt3, tt1), "lower lip tubers and seperior lip filters and tubers" and a big ball on the left side and a smaller ball on the right side. Nodules which initially presented as swelling with a hard ball inside improved with corticosteroid treatment. However, the corticosteroids caused the treated area to become "very dark." On the right side where the corticosteroid was applied, "the region bulged, sank the skin¿ as if it had gone inside, made a hole." The left eye is not normal, its movement seems to be heavier and vision is compromised/impaired. Antibiotics provided and no change was noted. Corticosteroids and antibiotics were used to discard biofilm. Hyaluronidase, radio frequency and red infrared laser administered. Patient reported feeling a weight in the infra-orbicular region and believed it could be possible encapsulation that was pressing on some structure that was causing this discomfort. Patient also experienced headaches. A tomograph report was performed, "where [tomograph] did not present any possible material that would suggest encapsulation of the product. Most presented a retained element 28 (tooth)." Corticosteroids applied in the most hardened regions and massaged to try to dissolve possible encapsulation. Post corticosteroid treatment, the mouth and nose were perfect, but patient still experiencing headaches and the "face remained very strong." The symptoms persisted as soon as the medications regressed. The eye was stinging and sore and there was a retraction of the tissue and the spot went black under the eyes. Patient visited an ophthalmologist and inflammation in the eyes was noted. Eye drops provided. Patient consulted a dermatologist who noted a retraction and tissue necrosis at the application site below the eyes and that could have been triggered by an occluded schism. Small dermal thinning with hyperpigmentation post trauma regarded. Depigmenting agent provided. Patient underwent radiography and also consulted dentists, one who mentioned that the possible dental issue could be a trigger. Patient is sad, discouraged and afraid to perform another procedure due to the experienced symptoms. Per healthcare professional, patient experienced hypersensitivity which normalized and resolved 3 months post symptom apparition.